Event description:
It was reported to boston scientific through a study that a leveen needle electrode was used during a radiofrequency ablation procedure performed in 2008. According to the complainant, due to the location of the lesions within the lung, a decision was made to create an iatrogenic pneumothorax to separate the visceral and parietal pleura. The rf ablation and a biopsy were successfully completed, however, the ablation was complicated by the creation of a skin burn involving the anterior left chest wall. The event was related to the heating of the coaxial needle guide. The injury resulted in chronic chest wall pain that has been managed by silvadene, naproxin and wound care.

Manufacturer narrative:
Pain (chest wall). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.